Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9326899 a quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe scale marking issue. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: defect in marking of the syringe. Additional information: the scale marking is illegible. The incident was noticed before the use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: defect in marking of the syringe. Additional information: the scale marking is illegible. The incident was noticed before the use.